Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, the customer indicated that she changed out her membranes, but continued to have the same problems. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on 09/18/2018 to get additional information. The customer responded on 09/21/2018 and indicated that she developed an infection in her breast and was prescribed an antibiotic for one week. The customer alleged that she also got a fever of 102 due to the pumping and had to take medication over the weekend. The customer was contacted again on 09/21/2018 and 09/25/2018 by a complaint handler to get additional information which was not provided previously. On 09/26/2018, the customer responded, alleging that the infection started on (B)(6) 2018 and that she received the replacement pump, but could not check it completely because she still had pain. The customer had additional questions about returning the pump and getting a different one and was directed to her insurance company and/or customer service for additional help. On 10/01/2018 and 10/02/2018, the customer was contacted again by a complaint handler to find out if the infection had since resolved and how the replacement pump was working, with no response as the date of this filing. The device was returned with the customer's parts and accessories and was evaluated on 10/05/2018. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On 09/11/2018, the customer alleged to medela llc that her pump in style breast pump was not expressing all of her milk and that pumping had become painful because she had to pump longer than normal to empty her breasts. She pumps for about 40 minutes and then still has to hand express afterwards to get all of the milk out. The customer additionally alleged that she was engorged and that it had been an issue for 1-2 weeks.